Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine via an implantable pump for spinal pain. It was reported that the patient went to have a refill yesterday and they were told that the pump appeared to be 'broke' as they could not fill it up. They ended up getting all the old medicine out but could only fill 7 back up (agent understood this as ml's). They mentioned they did do a couple sessions of hyperbaric chamber and wondered if that could have interfered with the pump. They were told they 'shouldn't use it' and they shut it off. They were now going through withdrawals and had terrible headaches and were nauseous. They were redirected to their healthcare provider to further address the issue.